Event description:
A review of service data has detected a reportable event. During servicing of monitor sn (B)(4), which was returned for normal maintenance, it was discovered that the unit freezes at a white screen after resetting pt information. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received the monitor powered up to a white, blank screen after changing pt info. The cause for the power up errors was poor solder connections on the j101 connector pins. Component j101 is a micro sd card socket located on the monitor's computer/analog pca board. The root cause of the poor solder connections cannot be positively identified but likely resulted from an assembly error. No adverse event resulted from the poorly soldered pins. The last pt to user this monitor did not report any problems.